Event description:
Consumer complaint of repeated e-5 meter errors. No adverse event reported.

Manufacturer narrative:
(B)(4). This report is submitted after the 30-day period. The MFR acknowledges the lateness of this report and has taken corrective action.